Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent an "open reduction and internal fixation+bone grafting surgery" due to a fracture of the left tibial plateau. After the surgery, a small amount of exudate appeared in the wound on 7 days later, showing a light yellow transparent liquid. Subsequently, the wound exudate gradually increased, showing a yellow pus color accompanied by the discharge of the artificial bone. It is considered that there is a rejection reaction after the artificial bone implantation. The patient is currently infected with the wound due to rejection reaction, and it is reported to the hospital, select sensitive drugs to resist infection based on secretion culture, and strengthen symptomatic treatment such as dressing changes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The patient underwent an "open reduction and internal fixation+bone grafting surgery" due to a fracture of the left tibial plateau. After the surgery, a small amount of exudate appeared in the wound on7 days later, showing a light yellow transparent liquid. Subsequently, the wound exudate gradually increased, showing a yellow pus color accompanied by the discharge of the artificial bone. It is considered that there is a rejection reaction after the artificial bone implantation. The patient is currently infected with the wound due to rejection reaction, and it is reported to the hospital, select sensitive drugs to resist infection based on secretion culture, and strengthen symptomatic treatment such as dressing changes.